Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(4) of reused equipment and peritonitis coincident with dianeal 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient had reused the equipment. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was reused equipment. The patient was not hospitalized for the event. On an unreported date, the patient was treated with an injection of vancomycin 2 gm stat and was repeated on the 7th day, also an injection of fortum 1g once per day for 14 days ip. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of a use error where the home patient had reused the equipment and experienced peritonitis was confirmed based on information provided in the initial report. A labeling review was performed and the labeling was found to provide ample instructions related to the reuse of a single use product. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved a use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Additional information was requested from the local baxter affiliate regarding which product was reused, therapy modality, and re-training on proper procedure. A follow-up report will be submitted if additional information becomes available.